Manufacturer narrative:
The referenced onset of the pump pocket infection was reported under medwatch MFR. Report # 2916596-2015-01577. (B)(4). Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted. An autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to infection and right ventricular failure. The patient has had a pump pocket infection since (B)(6) 2014, and known to be ongoing as of (B)(6) 2015. Information regarding the treatment was not provided. The specific cause of the infection which led to the patient's expiration was not provided; however, there were no reports of any other sites of infection or that the patient's pump pocket infection had resolved. Additional information was requested, but none was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. A correlation between the device and the reported events leading up to the patient''s outcome could not be determined through this evaluation. The instructions for use lists pump pocket infection and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.